Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was implanted on (B)(6) 2008. According to the report, in 2014 the patient started experiencing headaches, intermittent hearing in left ear, and was off balance. The report stated that on (B)(6) 2015 the doctor performed exploratory surgery and found the device to be dislodged and embedded in the nerves of the brain. It was reported the device was explanted on (B)(6) 2015 and caused an influence in the 7th, 8th and 9th cranial nerves. It was reported that the doctor replaced the device with another manufacture's device. Reportedly, the patient has lost hearing in left ear and has paralysis on the left side of the face.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.